Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. It was reported that they an increase in sutures breaking recently. There are no injuries or adverse event reported. Device is available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/15/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: ¿ how many devices demonstrated the alleged deficiency? 5 each in 1 box. ¿ did the event occur during one or multiple patient procedures? Multiple. ¿ what is the total number of procedures? 5. ¿ have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. ¿ is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? No product has been disposed. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events.